Event description:
The facility reported an infusion pump with "channel a not working." The event was reported to have occurred during biomed testing. According to the hospital representative, no pt injury or medical intervention had been reported related to the device. No additional info or contact was available.

Manufacturer narrative:
Evaluation summary: the reported condition of "channel a not working" was confirmed during evaluation and attributed to a damaged channel a keypad select key. Channel a keypad was replaced to fix the reported problem and the pump was returned to the customer fully operational. This issue is being investigated under CAPA.